Event description:
On 19-dec-2023, a report identified as mw5148566 was forwarded by the FDA to millyard advanced medical products, llc. According to mw5148566, the nurse reported that on 21-mar-2023, the "patient's subq remodulin remunity pumps failed (both pump running and back up pump), requiring patient to be hospitalized to restart her remodulin infusion. Patient tried to trouble shoot with (B)(6) pharmacy on-call nurse who was unable to sync pumps with remotes. Both pump sets were sent back to (B)(6) pharmacy. No follow up from the specialty pharmacy was received to determine what the issue was." This follow-up MDR will be coded as "serious injury" based on the report provided by the nurse practitioner on mw5148566, though no information regarding the nature of their determination of clinical impact to the patient was provided. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation. No existing record in the company's database was determined to be a match to this reported event. As such, millyard advanced medical products, llc is filing this report in response.